Manufacturer narrative:
Device analysis: aga medical could not evaluate the 18mm aso involved in the event as it was not returned. The 22mm and 24mm asos were returned to aga medical in their original configuration and decontaminated. The asos were measured and their size was confirmed to meet dimensional specifications. The asos were examined microscopically and no defects were observed. The asos were each loaded into a test 9f loader and deployed cobra-shaped. During manufacturing, all three devices underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed the devices successfully completed these tests. Imaging: aga requested further information regarding this case, but medical records, the autopsy report and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the cause of the aortic rupture remains unknown since medical records and images were not provided and neither the 18mm aso nor the delivery system was returned for analysis. Our investigation was able to reproduce the deformation described regarding the 22mm and 24mm asos. We continue to work with our manufacturing engineering and process development teams to understand the factors involved in device deformation.

Event description:
According to the initial information received, two amplatzer septal occluders (aso) -- 22mm and 24mm -- were implanted but deformed into a cobra shape upon deployment so, a third, 18mm aso was implanted. However, during the implant of the 18mm aso, the aorta ruptured possibly due to a puncture caused by the 18mm aso or its delivery system. Cardiac tamponade resulted so the physician performed a thoracotomy, but the patient eventually expired. Additional information -- including medical records, an autopsy report, imaging, device return -- have been requested. When further information becomes available, an updated report will be submitted.